Event description:
Customer reports, upon applying suction to the aqua seal ats, they experienced a collapse of both the bag and the pt tubing. This was noticed in the recovery room after transportation from the or. The device was replaced. No pt injury is reported..

Manufacturer narrative:
Original report gave product number as 8888-571299 in section d-6. Customer confirmed this was the product in use at the time of the event. The unit was discarded and no identification numbers were noted. Section d-6 has been changed appropriately. Mfg reported that tubes collapse at 80 cm h2o pressure. Customer reports using 20 cm water pressure. 100% leak testing is performed during MFR. Co is unable to determine the exact cause of the reported problem without the actual device. The production personnel have been informed of this complaint.